Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented with sino-atrial block. During explant insulation damage was observed on the lead. The patient had twiddlers syndrome and the lead could not be removed due to the twisting. The lead was capped and replaced.